Event description:
MFR rec'd report from a surgeon during preparation for surgery, the programming wand failed to program. Programming wand is being sent back to MFR for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.